Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision to take place on (B)(6) 2014. Unknown hip replacement product. Unknown hip revised. Reason(s) for revision: alval / soft tissue reaction. Update received 17th january, 2014. Surgeon confirmation form added. Patient name, additional reason for revision added. Comorbidities, relevant test/lab data, common name, brand name added. Reason(s) for revision: alval / soft tissue reaction, elevated chromium and cobalt, pseudotumour. Update received 22nd january, 2014. Product codes and lot numbers added. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 18th feb 2014. Filed in manufacturing dates.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unknown hip replacement product. Unknown hip revised. Reason(s) for revision: alval / soft tissue reaction. Update received (B)(4) 2014. Surgeon confirmation form added. Patient name, additional reason for revision added. Comorbidities, relevant test/lab data, common name, brand name added. Reason(s) for revision: alval / soft tissue reaction, elevated chromium and cobalt, pseudotumour update received (B)(4) 2014. Product codes and lot numbers added.